Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the clinical file identified the first analysis the device algorithm could not find any matching condition or rhythm. This was mostly due to a high normalized amplitude of the peaks in each segment. In cases where the program cannot match waveforms with predefined conditions the algorithm errs on the side of caution and determined that segment not shockable. The seventh analysis had all three segments determined as asystole due to the average amplitude being less than 100uv. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.